Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while performing preventative maintenance testing on their device, their device would not deliver the correct defibrillation energy. When attempting to deliver 360 joules, the device would only deliver 290 joules and the service light would illuminate and the device would log event codes in it's memory. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report indicates: blank. Section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Event description:
The customer contacted physio-control to report that while performing preventative maintenance testing on their device, their device would not deliver the correct defibrillation energy. When attempting to deliver 360 joules, the device would only deliver 290 joules and the service light would illuminate and the device would log event codes in it's memory. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.